Event description:
The pt had spinal cord stimulation leads implanted on the back of her head. She fell and hit her head and neck on a wall. Afterward, she felt no stimulation sensation. The pt programmer was used to verify that the implantable neurostimulator was on and that therapy settings were all on high. The pt turned off the device to avoid being shocked if therapy would suddenly return. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).